Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Additional information was requested, and the following was obtained: what is the product code of the device used in the procedure? Any allegation of staple malformation that may have caused or contributed to post-op bleed? I have made numerous unsuccessful attempts to gain more insight from dr.

Event description:
It was reported that the surgeon has encountered post-op bleeding on the divided appendiceal stump in numerous procedures with echelon+. He stated that he and his colleagues primarily use ligasure on the meso, but had been stapling the stump with blue loads. Within the year, they switched to white reloads for the stump. They had readmissions.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be received, a supplemental report will be submitted. What is the product code of the device used in the procedure? Any allegation of staple malformation that may have caused or contributed to post-op bleed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.